Event description:
The nurse states that a patient presented in january, 1993 for esophageal ligation. The banding cartidge wasplaced on the endoscope and inserted down the esophagus. After placing the cartridge on the varix, the trip wire was pulled to deploy the band. The distal bead came off the trip wire and the cartridge released from the endoscope and into the esophagus. The cartridge was endoscopically retreived using a snare. There was no further patient complicationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.